Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement test. However, the insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The motor position encoder error alarm was not confirmed due to the erased history file. The device had minor scratches on the display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call, the insulin pump had alarmed motor error during rewind. The customer's blood glucose was unknown. The alarm history was reviewed and some motor error alarms were noted. No troubleshooting was performed on the insulin pump. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
(B)(4)